Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components were discarded. No further information could be obtained despite good faith efforts.